Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The device had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has been alarming compromised force sensor system during prime. The customer stated that the first alarm occurred the night prior to calling. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.